Manufacturer narrative:
Complaint conclusion: a 6x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheters would not go through a stented lesion. After post-dilation, the saber balloon ruptured at ten atmospheres (10 atm). Another balloon was used. During use of a 6f exoseal vascular closure device (vcd), the indicator window did not change to solid black. It is unknown how hemostasis was achieved. There was no patient injury.  The patient¿s information was unknown. The target lesion was from the common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A guide wire crossed the lesion with stenosis, and two balloon catheters (2.0mm and 4.0mm) inflated. Two smart stents were implanted, then, a 6x40mm saber pta catheter was advanced. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally. The contrast media, and brand indeflation device were unknown.  It is unknown if there was resistance/friction as the device was inserted into the patient. However, the balloon could not go through inside of the stents and it was replaced with a 4mm balloon catheter which was previously used for a pre-dilatation. After this, the saber was delivered again to inflate, but it ruptured at approximately 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a new non-cordis balloon. A 6f exoseal was used for hemostasis. An unknown approach was made with a brite tip sheath. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. It is unknown if the vessel diameter was greater than or equal to 5mm, or if the puncture site was within a calcified, stenosed or stented vessel. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible ¿click¿ was heard. The exoseal and brite tip was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal and sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to solid black. The physician did not place the thumb on the deployment button of the exoseal. So, the exoseal and sheath came out of the patient. The plug could not be deployed. It was unknown how the hemostasis was achieved. No bleeding complications occurred during or after the procedure.     The device was not returned for analysis. A device history record (DHR) review of lot 17406306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿balloon burst-at/below rbp (peripheral),¿ ¿pta/ptca system failure to cross¿ and ¿indicator window no change to indicator¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Lesion and access site characteristics were not provided; therefore it is not possible to determine what factors may have contributed to the failure to cross and no change to indicator window reported. However, since it was reported that the balloon could not cross through a stented lesion initially, procedural/lesion factors are likely contributors to the balloon burst reported. According to the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU for the exoseal device provides the following caution: ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: balloon catheters (2.0mm and 4.0mm); 2 smart stents; and brite tip sheath: 401611m, lot 17533406. Replacement balloon is sterling, boston scientific. The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheters would not go through a stented lesion. After post-dilation, the saber balloon ruptured at ten atmospheres (10 atm). Another balloon was used. During use of a 6f exoseal vascular closure device (vcd), the indicator window did not change to solid black. Unknown how hemostasis was achieved. There was no patient injury and the devices will not be returned for analysis.  The patient¿s information was unknown. The target lesion was from the common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A guide wire crossed the lesion with stenosis, and two balloon catheters (2.0mm and 4.0mm) inflated. Two smart stents were implanted, then, a 6x40mm saber pta catheter was advanced. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally. The contrast media, and brand indeflation device were unknown.  It is unknown if there was resistance/friction as the device was inserted into the patient. However, the balloon could not go through inside of the stents and it was replaced with a 4mm balloon catheter which was previously used for a pre-dilatation. After this, the saber was delivered again to inflate, but it ruptured at approximately 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a new non-cordis balloon. A 6f exoseal was used for hemostasis. An unknown approach was made with a brite tip sheath. The physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. It is unknown if the vessel diameter was greater than or equal to 5mm, or if the puncture site was within a calcified, stenosed or stented vessel. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible ¿click¿ was heard. The exoseal and brite tip was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal and sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to solid black. The physician did not place the thumb on the deployment button of the exoseal. So, the exoseal and sheath came out of the patient. The plug could not be deployed. It was unknown how the hemostasis was achieved. No bleeding complications occurred during or after the procedure.